Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting monitor a patient during transport (age and gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting monitor a patient during transport (age and gender unknown), the device inappropriately shut off. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device log indicated the device was powered on using battery power only. The log indicated the device was left on for 5 hours before being placed on the patient. 15 minutes after the application, the device issued the first of several low battery warnings. Then, the device shut down due to a "shutdown warning," which is expected behavior following multiple low battery alerts. The device appears to be functioning as designed. Analysis of reports of this type has not identified an increase in trend.